Event description:
It was reported that during insertion of the iab through the introducer sheath, resistance was encountered and the iab could not be fully advanced. As a result of this, the iab was removed and replaced. There were no patient complications.